Event description:
Caller reported an error message indicating the need to replace the cartridge while attempting to resume insulin delivery, despite no cartridge alarms being found in the history. There was no adverse impact to the customer's blood glucose level. The customer informed technical support about the issue, who then resolved it, allowing the customer to successfully resume insulin delivery without requiring further assistance.